Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated and the issue was not confirmed, as the customer did not make the devices available for evaluation. 1 device was evaluated in the field and the issue was confirmed; the device had a bent component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the brakes were difficult to engage/disengage or could not be engaged. There was one instance of a user experiencing discomfort as a result of the event. There was also one instance of patient involvement, with no consequences to the patient